Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor pairing failure to the ilet while the dexcom mobile application continued to display glucose readings, and the agent guided the user to toggle settings, restart the device, and re-enter the pairing code, after which the pairing process restarted. Symptoms included no adverse clinical effects and no change in blood glucose control. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included remote troubleshooting and confirmation that the cgm functioned on the phone application while the ilet was not paired. Investigation of this case revealed a communication or connectivity issue between the ilet and the cgm transmitter, with the cgm hardware otherwise operating and no device damage identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or pairing issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.